Manufacturer narrative:
Investigation evaluation: a product was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use to state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions fur use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. An unsuccessful attempt to deploy the clip can alter the internal device components, such as the driver legs, as the clip begins the deployment process. Once driver legs are altered, the clip is in partially deployed state and may not be able to be reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection adn a functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip wa used. One clip had already been successfully deployed and they wanted to deployed and they wanted to deploy a second. The endoscope was in a highly torqued position and while preparing to deploy the second clip, the patient moved. The clip was accidentally closed onto the previously placed clip. The clip could not be reopened for removal and would not release from the catheter. They had to pull the clip off form the other clip and complete procedure successfully with new clips. The deployed clips remained inside the patient s body as intended. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.